Event description:
While wearing the external equipment, the pt reportedly had no sound perception. On october 18, 2005, the pt was seen for device evaluation. Testing performed confirmed that the device was no longer functioning. Surgery to explant the pt's device is to be scheduled.